Event description:
Philips has determined that under certain circumstances, when more than one dicom printer is configured, it is possible to select and use a dicom printer with an incorrect print profile to perform true-size printing. There has been no patient involvement.

Manufacturer narrative:
(B)(4). Philips has determined that, under certain circumstances, when more than one dicom printer is configured, it is possible to select and use a dicom printer with an incorrect print profile to perform true-size printing. If the calibration data in the print profile does not correspond to the printer, measurements made on true-size printouts may therefore be inaccurate, which may result in misdiagnosis. No patient harm was reported. The problem was found at the manufacturer's facility during software verification, and following additional tests, the same issue was found in a released sw version. This problem was not found in the field and no similar issues have been reported by users. Philips is in the process of obtaining additional information regarding this issue and the complaint is still under investigation. A final report will be submitted once the investigation is completed.